Event description:
Boston scientific became aware of incidents involving the capio slim and uphold lite through an article titled "pelvic organ prolapse repair using robotic-assisted sacral hysterocolpopexy vs vaginal surgery with the uphold system: 1-year clinical outcomes" by georgios poutakidis, md, et al. The study was conducted to compare clinical outcomes when using robotic-assisted sacral hysterocolpopexy (rasc) and vaginal surgery using the uphold vaginal support system mesh for pelvic organ prolapse repair. The article reported that 100 participants enrolled in the original study, undergoing both surgical procedures. However, study did not reach the predetermined aim of including 100 patients in each arm, yet it achieved the post hoc power assumption. The study was closed and only seventy-two (72) patients in the rasc cohort and seventy-three (73) patients were included in the uphold cohort. The following occurred with study patients implanted with uphold lite and capio slim: intraoperatively and during the primary care occasion hematoma was noted in one patient (1.4%), bladder-emptying difficulties in three patients (4.1%), urinary tract infection (uti) in two patients (2.7%) and reoperation in which the mesh was excised due to post operative pelvic pain in one patient (1.4%). In the postoperative observations up to three months after implant, there was a re-admission of two patients (2.7%), wound infection on one patient (1.4%), uti in thirteen patients (18.1%) and antibiotic treatment for the uti symptoms in twelve patients (16.4%). At the one year mark, reoperation due to symptomatic prolapse, incontinence or mesh revision was seen in 5 patients (6.8%) and uti was experienced by a total of 21 patients (29.2%). Additionally, mesh exposure was reported in two patients (2.7%) ranging between 3 to 5 mm. These exposures were managed by a simple cut at the outpatient clinic. Rasc and uphold for apical pelvic organ prolapse are inherently different mesh-based procedures, which at high-volume centers are associated with satisfactory outcomes and low complication rates in the short term. Furthermore, there were few and largely insignificant objective and subjective differences when comparing the procedures. A long-term follow-up was deemed required to determine if the favorable outcomes of the reoperation rate and the anterior vaginal wall anatomy shown in this study persist over time. *reference literature article pelvic organ prolapse repair using robotic-assisted sacral hysterocolpopexy vs vaginal surgery with the uphold system: 1-year clinical outcomes included with this report for a full listing of physicians and healthcare facilities. *note: this manufacturer's report pertains to the event involving the capio slim device.

Manufacturer narrative:
Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 58.8 years in the robotic-assisted sacral hysterocolpopexy (rasc) cohort and 69.5 years in the uphold cohort. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 25.0 kg/m2 for the rasc cohort and 25.6 for the uphold cohort. Block b3 date of event: the exact date of event onset is unknown. January 1, 2018, was selected as the best estimated event date based on the information indicating that the procedures occurred between (B)(6) 2018 and (B)(6), 2019. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: poutakidis, g., falconer, c., altman, d., johannesson, u., zhang, a., ericson, c., stenberg, m., altrock, s., & morcos, e. (2025). Pelvic organ prolapse repair using robotic-assisted sacral hysterocolpopexy vs vaginal surgery with the upholdtm system: 1-year clinical outcomes. International urogynecology journal, 36(3), 585-597. Https://doi.org/10.1007/s00192-024-06017-6. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh exposure. E1310 - urinary tract infection. E2330 - pain. E1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f2303 - medication required. F1905 - revision. F1901 - additional surgery.